Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the insertable cardiac monitor exhibited (icm) exhibited under-sensing. As a resolution the icm was reprogrammed. The patient condition was stable.